Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss of therapy. If sitting and moving around, the patient could feel stimulation. They had to put themselves in positions that hurt to make it work. It was like it had a short in it. No falls or traumas were reported to be related to the issue. There was no report of an electromagnetic interference environmental exposure. Relevant medical history includes postlaminectomy pain and spinal pain. No outcome was reported in regards to the loss of therapy. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that they met with a manufacturer representative and were not able to fix it. X-rays were ordered and taken on (B)(6) 2016. It was reported that the patient was waiting to head back from the physician's office. There were no falls or injuries that may have led to or caused the loss of therapeutic effect however there was a report of possible weight loss, approximately 90 pounds.